Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose over 502 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 472 mg/dl. Customer blood glucose reading at the time of the incident was over 502 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017. Customer had 400 mg/dl ¿ 450 mg/dl through the night. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose with injection. Customer drive support was normal. Customer did not mention if there was air bubbles or leaks. Customer stated the cannula was bent. Customer stated the cannula was last changed on (B)(6) 2017 at 6:00 pm. Customer did not mention the insulin pump setting. Customer did not perform high pressure test. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.